Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review was performed. The device and a photo were returned for evaluation. The investigation identified fluid leak and crack. A root cause could not be determined. The device labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 9808560 implantable port allegedly experienced fluid leak and crack. This information was received from one source. The malfunction involved a female patient with no reported consequences. No other patient information was provided.